Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her right side postoperatively. The plan is to explant and replace the right side device with release of capsule, and bilateral breast lift on (B)(6) 2020. On (B)(6) 2020, mentor became aware that patient experienced bilateral grade iii ptosis in addition to right side capsular contracture; baker grade iii. Unknown size unknown gel implant was implanted on the left side. The left side implant remains implanted. This report is for the patient¿s left-sided device.